Manufacturer narrative:
Follow-up #1: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 3 instances of load step malfunction failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 12 allegations of a malfunction, 9 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to a force sensor with low calibration. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 12 malfunction events. A review of the events indicated that the one touch ping model pump experienced a load step malfunction issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-75 years of age and between 145 and 199 pounds. Of the reported patients, 6 were male, 5 were female, and 1 was unknown.